Event description:
The sterile services department reported via the sales rep, that while cleaning the instrument, the protective sleeve fell apart and revealed a black dust-like material. The sterile services department reported that they conducted an enzyme test which revealed it was not blood. No adverse consequences were reported.

Event description:
The sterile services department reported via the sales rep, that while cleaning the instrument, the protective sleeve fell apart and revealed a black dust-like material. The sterile services department reported that they conducted an enzyme test which revealed it was not blood. No adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the alleged product issue was optical visible and confirmed. Referring to the observed issues the (pre-) damages of the silicone were either caused intra-operatively or during cleaning. Additionally the silicone material had become extremely brittle due to deterioration respectively pyrolysis. The found black debris on the instrument consists of small particles of pyrolyzed silicone most likely due to long and intense use resulting in frequent sterilization cycles. An external test for a biological evaluation according to din en 10993-5 showed no evidence of a relevant cytotoxic effect. Thus, although the silicone rubber is not rated as suitable for permanent implantation, no severe adverse effect is expected, as the material is rated as suitable for use with surgical instruments. In order to avoid this damage intra-operatively, respective during sterilization: we recommend the use of a closed tube clip catalogue-no 1320-0125(s) which has the side effect to avoid damage to the flexible part (silicone) of the screwdriver. In addition and prior to surgery we recommend an optical inspection of the nail holding screw which does not have to have sharp edges that could lead to damage of the silicone coating of the set screwdriver. (The possibility of this damage was replicated with internal lab test 120308cg2). Furthermore it is to avoid that the silicone gets damaged due to contacts with other instruments like a scalpel or other heavy instruments; neither intra-operatively nor during cleaning and / or sterilization. The product bulletin no.090701 announces the ¿new gamma3 flexible set screwdriver without silicone coating¿ this evaluation revealed that the reported event is mainly linked to design of the device but it cannot be excluded that the user had contributed to the event as described above. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.